Event description:
Healthcare professional reported left-side rupture and ¿chronic non-specific inflammation." . The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis.additional observations:¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side rupture and ¿chronic non-specific inflammation." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture and ¿chronic non-specific inflammation." . The device has been explanted and replaced.